Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the complaint was dispatched to the field service engineer (fse) department for further investigation. The fse verified the reported error and adjusted the y1-smp parameters so the sample needle is centered at the tube. Further evaluation of the instrument revealed that the customer also received error 710 z1-axis error which resulted in the fse cleanning and lubricating the z guide rod and threaded screw along with the y guide rods. Fse checked the positioning by running qualityh controls and patient samples. Quality control results were withing range and without any errors. Instrument is functioning as intended and was released. A 13 month complaint history review and service history review for similar complaint was performed and there were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 5, maintenance procedures states the following: 5.10 sampling needle replacement replace the sampling needle if it is bent or broken. Use the following procedure to replace the sampling needle. Access to the inside of the analyzer is needed to replace the sampling needle. Be sure that only personnel who have been trained by tosoh or its representatives perform these operations. Be sure to wear protective clothing (goggles, gloves, mask, etc.) And take sufficient care to prevent infection during handling. Take care not to touch the end of the sampling needle during handling. 1) turn the power key and main power switch off to stop the analyzer operations during needle replacement. The sampling needle unit cannot be drawn unless the power key is off. 2) open the left-side door and loosen two needle cover screws indicated in fig. 5-11. You do not need to remove the screws. 3) open the door below the display and loosen one needle screw indicated in fig. 5-11. 4) grasp the needle cover, push it inward while taking care not to break it, and remove it from the needle screw indicated in 3) above. 5) once you verify that the cover has been removed from the screws shown in fig. 5-11, remove the cover by pulling it straightforward. 6) you will see the sampling needle unit back in the middle. Grasp the upper part of the sampling needle unit by hand and slowly pull the unit forward as much as possible. 7) since a small volume of reagent will spill during replacement, place a lab wipe under the sampling needle tip. 8) by hand, loosen and remove the joint connected to the 3-way block of the sampling needle flow line. 9) remove the screws on the upper section of the sampling needle. Be careful not to drop the screws or the holding plate inside the machine during this operation. See fig. 5-12. 10) remove the tube from the black clip. 11) slowly lift up the sampling needle to remove. 12) insert the new sampling needle and secure the upper plate with the screws. When you do so, make sure that the needle tip hole is oriented forward. 13) fix the flow line by the black clip so that it doesn't twist, and then securely connect the joint to the 3-way block. 14) move the sampling needle unit back and forth and confirm that the flow line does not catch on anything. If necessary, loosen the screws, turn the sampling needle, and change the stay direction to prevent the flow line from catching on anything. 15) push the sampling needle unit back, close the sampling unit cover by following the procedure in reverse, and secure the screws. 16) turn on the main power and return the analyzer to stand-by state. 17) assay a dummy sample or control to confirm that the sample aspiration is processed correctly (see the total area in the result should be about the same as before the sampling needle replacement). If the needle becomes bent immediately after replacement, check that the primary tubes match the sample rack or sample rack adapter. If you are using 100 mm tubes, the finger guard must be removed. If the needle placement is clearly off center of the primary tube, it must be adjusted. Cancel the assay and contact technical support. The most probable cause of the reported issue was due to needing to adjust the y1-smp parameter.

Event description:
The customer reported that the sample needle is bent on their g8 instrument. Customer replaced the sample needle but noticed that the sample needle gets close to the plastic portion of the tube when running hemogard tube caps. The customer requested fse for service. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.